Event description:
Customer called about erratic readings she received on her advantage system. Customer reports that she changed to a second lot number of strips and received a 192 mg/dl on advantage system 2 within ten minutes of the 561 mg/dl on advantage system 1. No quality controls were used. No adverse event was reported. A request was made for return of the suspect device and a replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549304, expiration date 11/30/2007). Reference medwatch report with (B)(4) for the suspect device in system 2.